Manufacturer narrative:
The unit was performing quality control specs with respect to controls (accuracy) and reproducibility (precision). Previously run pt samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the incident and recovered within qc ranges. On (B)(6) 2010, the field service engineer replaced the hemoglobin cuvette and verified instrument operation. Root cause for the high hemoglobin results were attributed to the hemoglobin cuvette. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2010-00017, reported in 2010 for one of the two pts tested on two separate dates.

Event description:
Erroneously high hemoglobin results of 10.0 g/dl were obtained when using a coulter gen-s system on two pt samples. There were no instrument generated messages with the results. The test results were determined to be erroneous when compared to duplicate retests. The duplicate retests were both 9.1 g/dl and considered to be correct. No erroneous test results were reported out of the lab. No reports of death or serious injury and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for two pt samples tested on two different days.